Event description:
The customer reported that there was no image on the system and the power supply was broken. No pt injury was reported.

Manufacturer narrative:
(B)(4). The ge service rep found that the c-arm connector was damaged. The sys was repaired and operates as intended.